Manufacturer narrative:
(B)(4). The device will not be returned for eval.

Event description:
It was reported per a call from the cardiovascular recovery unit rn to the pcmsi and transferred to the clinical support specialist (css) on (B)(6) 2014 at 1952 est because they were receiving a "system error 7" alarm on the intra-aortic balloon pump (iabp). The pump was still pumping. The iab-05840-lws was inserted through the sheath via femoral without issue; unk how long prior to the event. When the rn was able to come to the phone, the rn verified that the pump had just stopped pumping nad all the lights were flashing on the monitor. The rn had already attempted to disconnect the umbilical connection and reconnect with no change. The css then had the rn power the pump down, wait several seconds and then restart. The alarm recurred after less than a minute of pumping. The css instructed the rn to turn the circuit breaker off, with the same result. The rn had another pump coming from the cath lab to switch over. During the 2-3 minute of delay in therapy, th rn confirmed that pt's hemodynamic status remained stable. The pt has been on 1:4 assist with plans to remove the iab in the am. The second pump was then delivered, the css walked the rn through the connections on the new pump and then pump began pumping and supporting the pt as expected. The css helped the rn performed a map cal for the fiberoptix sensor (fos). The rn had no further questions during this time. The css asked that the rn flag the original pump to be sent to biomed and asked the rn to document the "system error 7" so they had that info. There were no pump strips generated for review. There was no report of pt death, complications or injury. No medical/surgical intervention was required. It took 5-7 minutes for the second pump to be brought to the unit. Per the rn the pt remained stable throughout the event. Iabp therapy was able to continue without issue. Add'l info received on (B)(4) 2014 by the field service rep (fsr) stated that after speaking with the biomed from the facility, the biomed was going to order an umbilical cable. The biomed was able to duplicate the system error 7 alarm. The biomed will let the fsr know when the pump is repaired and back in service.